Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Results: the ipg was electively explanted and there was no allegation at the time of the analysis. The ipg communicated with the pt programmer with no error messages. The ipg was tested on the auto-tester and passed. Further analysis of the ipg is pending based on the "pocket heating while recharge" allegation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2010-02417, 1627487-2014-21567.